Manufacturer narrative:
Additional information: according to the received information from the field, the recipient did not develop speech discrimination with the implant system since implantation. Diagnostic imaging confirmed a tip fold-over of the electrode array which is likely the reason for the perceived no benefit. Re-implantation is considered, but no date has been scheduled yet. This is a final report.

Event description:
The recipient was implanted in 2014 but was not able to hear well with the device after implantation and speech discrimination did not develop. Re-fitting was done but the issue was not resolved. After more refitting the user was able to hear sounds better but there was still no speech discrimination. The recipient requested to have the device explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted in 2014 but was not able to hear well with the device after implantation and speech discrimination did not develop. Re-fitting was done but the issue was not resolved. After more refitting the user was able to hear sounds better but there was still no speech discrimination. X-rays determined that the electrode array had a tip fold over in the cochlea. The recipient requested to have the device explanted.